Event description:
It was reported that at a routine follow-up appointment, multiple, out-of-range shock impedance spikes (from greater than 125 ohms up to 154 ohms) were observed from this right ventricular (rv) lead. The physician performed provocative maneuvers, with manipulations, contractions, and isometrics, but no artifacts were reproducible, and the highest shock impedance value was 115 ohms. All other parameters were stable and in-range. The physician elected to schedule commanded shock testing to evaluate the lead integrity and is also continuing with remote monitoring. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.